Manufacturer narrative:
The reported event of a set screw anomaly was not confirmed. The septum and set screw were not returned with the device. Device was tested using a test set screw and no anomaly was noted.

Event description:
It was reported that the patient presented for a pock revision due to a hematoma. During the procedure, the physician had difficulty removing the setscrew off the device header. The physician used an alternate method to remove the lead off the device header. A new device was successfully implanted. The patient was stable.